Manufacturer narrative:
(B)(4). This report was received from a consumer via a baxter patient support program. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the event was not reported. On the same day as onset, the patient was hospitalized for the event. Treatment for the event was not reported. Ten days after being admitted to the hospital, the patient was discharged. On the same day as discharge, the patient was recovered from the peritonitis event. It was not reported if dianeal therapy was ongoing. No additional information is available.